Event description:
The needle detached from the suture during the procedure, even though the surgeon didn't put any effort into it .the needle and suture dropped into the body. It took about 1 hour to find and remove the dropped needle. There were no remains in the body. No injury was sustained. Procedure was completed without further incident

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process, or final inspection process. There were no retained or sterile samples available for review/testing. The actual sample was discarded by the end user. No photos were received for review. If samples or photos become available at a later time, they will be evaluated, and the results will be included in the file. A revised response will be forwarded at that time. A possible root cause for the needle detaching from the suture during use could be that the suture was not placed deep enough within the needle hole during the attaching process. It¿s also possible that excessive force is utilized exceeding the strength of the attachment, allowing the needle to pull free from the suture or the devices are being grasped too close to the attachments, damaging the suture material, allowing the suture to break free from the needle. Without testing sterile devices from the same finished good lot, receiving the actual decontaminated needle/suture for review or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the device, size trocar used compared to the size needle on the device (did the needle fit through the trocar), procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.